Manufacturer narrative:
The information related to event date provided in initial report was incorrect. The correct information is provided with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose level was 400 mg/dl to 30 mg/d and 375 mg/dl at the time of incident. The customer was treated with syringe. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active during the reported event. Based on customer¿s report customer did allege that the insulin pump was under delivering. The insulin pump will not be returned for analysis.